Event description:
It was reported to MFR that the vns pt had their generator replaced due to reported end of service. The generator was returned to MFR for analysis. The analysis findings revealed that the reported issue, end-of-service, was not confirmed although an elective replacement indicator yes status was verified and the device continued to function. An open can measurement of the battery voltage level verified that the battery was partially depleted. A post burn-in electrical test was performed and the test specifications were not met for the pulsing current parameter. Further analysis identified the q10 transistor component to be the root cause of the post burn-in electrical test out-of-spec pulsing current measurement. Transistor component q10 was replaced with a known good bench q10. After the q10 was replaced, the device was tested per the post burn-in electrical test and the test specs were met. Analysis found that the q10 with leaky current did not impact device performance as indicated by the results of the final electrical test. The post burn-in electrical test out-of-spec pulsing current measurement represents a condition that would likely have a minimal impact on the battery longevity.